Manufacturer narrative:
The vessel sealer instrument was returned and evaluated. The customer reported failure mode of not sealing could not be replicated or confirmed by failure analysis investigation. Inspection of the instrument showed no visual damage to the instruments conductor wires and the instrument passed energy testing. The instrument was placed on an in-house system for functional testing and the sealing function was confirmed as well as a grip force test was performed and found to be in normal range. A review of the site's system logs with a procedure date of (B)(6) 2015 found no related system errors occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: while undergoing a da vinci surgical procedure, a vessel sealer instrument reportedly did not seal properly and the patient required a blood transfusion post-operatively.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the endowrist one vessel sealer instrument would not seal. There were no fallen pieces reported. The planned surgical procedure was completed. On (B)(6) 2015, the surgeon provided the following information regarding the reported event: the surgeon indicated that the vessel sealer instrument worked initially during the procedure but there seemed to be a gradual deterioration of the performance of the instrument. During the event, the surgeon was attempting to seal the tributaries (sigmoidal and left colic veins) of the inferior mesenteric artery (ima). The vessels did not exceed 7 mm in diameter and did not appear to be calcified. According to the surgeon, the da vinci system gave audible tones indicating that sealing was completed. During the attempt to seal, the da vinci system did not generate any related error messages. Upon opening the jaws of the vessel sealer instrument, bleeding was observed from one of the vessels. The surgeon then made the decision to convert to traditional laparoscopic surgery and controlled the bleeding with a laparoscopic vessel sealer instrument. The surgeon indicated that the estimated blood loss of the da vinci surgical procedure was 150 cc and the patient received a blood transfusion post-operatively. As of the date of this report, no post-operative complications have been reported.

Manufacturer narrative:
The instrument's grip gap was measured and passed at 0.002.